Event description:
Caller states the pt tested 4.0 inr on the coaguchek xs system with a comparison lab returned as 2.8 inr. Patient's coumadin was held based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.